Event description:
A facility reported that during an intraocular lens (iol) implant procedure, a scratched lens was noted. There was patient contact and the procedure was completed on the same day. Additional information has been requested and received stating there was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger has been fully advanced outside the tip of the nozzle. Stress and aneurysm observed on the nozzle tip. Iol was returned outside of the device in a plastic bag. Solution is dried on the iol. The optic was scratched/marked - rejectable. We are unable to determine the root cause for the reported complaint "scratched lens/manufacturer defect." Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage. The manufacturer internal reference number is: (B)(4).